Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and discovered the source of the leak was at a hole in the differential sample line caused by the pinch valve; only blood and diluent run through this tubing during routine operation. The fse replaced the differential and retic sample lines. This service resolved the leak and all functions passed system verification. The root cause is attributed to a worn diff sample line. Per product labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 analyzer had a fluid leak which appeared to be diluted blood coming from around the differential mixer chamber and the flowcell area. The operator was wearing gloves and a lab coat. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is no death or injury associated with this event. No erroneous results were generated and there was no change to patient treatment.